Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complained of "high blood glucose results. Recalled the last 5 results in the meter memory r1-236, r2-340, r3-179, r4-167, r5-313. Customer is feeling well at this time and does not require any medical attention. Customer does not have any test strips available to run a back to back blood test. Customer expected blood result is 80-120 fasting. She has no symptoms of high blood sugar and she is concerned with the result of 313. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.